Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not locking in the place. The customer's blood glucose level was 206 mg/dl at the time of incident. The customer stated that the location of the leak is at the top of the reservoir. The reservoir will be returned for analysis.